Manufacturer narrative:
Device will not be returned. No eval will be performed. Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
The risk mgr from the hosp, reported that the alleged event has been reported by the implant surgeon. The proximal locking drill broke. The surgeon had to remove the drill to perform the locking.